Event description:
The facility reported an infusion pump with depleted battery alarm. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital representative stated they have no record of any pt incident involving the pump, since the last baxter service event and no pt injury has been reported. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming.

Manufacturer narrative:
The pump was serviced at customer location. Evaluation was completed in 2005. The customer reported condition of depleted battery was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.